Event description:
It was reported that the tip of needle broke during a total knee replacement. There were no patient consequences. At a later date, additional information was received informing that needle fall into the patient, however x-rays were taken and nothing seen. No plan to remove the needle at this point. Ref. Pr complaint #(B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. Needle supplier which is our customer as well was contacted to verify if there were any quality issues related to the needle batch. As of the day of this report, no information has been received from supplier. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the finished good lot reported. Customer will return four (4) unopened pieces for evaluation purposes. A follow up report will be submitted once the evaluation is completed. (B)(4).